Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility nurse reported that syringes, which had been connected to the cartridge tubing during treatment, broke when the operator tried to remove them to reconfigure the cartridge tubing lines for rinseback. Rinseback was not performed, resulting in a 210cc blood loss. No medical intervention was required. Operator reports that they will not use such strong force to attach the syringes in the future.

Manufacturer narrative:
Nxstage was informed of event after cartridge was already discarded. Operator indicates may have used too much force tightening the syringes. Syringes are not part of the nxstage device. Nxstage cartridge includes standard luer components widely used throughtout dialysis industry. The reported blood loss has been reviewed with the patient's facility. Nxstage considers this report closed and will continue to monitor as part of routine complaint process.